Manufacturer narrative:
(B)(4). Date sent: 9/25/2015. Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #(B)(4) the device was returned with the jaws misaligned. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaw prevented the functionality of the device. The instrument was unable to fully cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a robotic sigmoid resection procedure, the device said ready on generator when plugged in but when surgeon tried to use device it would say "grasp tissue and reactivate." Surgeon tried to do this unsuccessfully and then generator said "error detected with hand piece replace instrument". Case completed with another device of the same product code. There were no patient consequences reported.